Manufacturer narrative:
It was reported that the patient was a child; however, exact age is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the devices becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cannula of a cleo® 90 infusion set was stuck in the patient's leg. Initial reporter stated the patient's blood glucose levels increased, and the reporter had trouble bringing the patient's ketones down. No permanent injury was reported..